Manufacturer narrative:
Patient age at time of event: over 18 years old. Device evaluated by manufacturer - microscopic examination and tactile inspection revealed numerous kinks throughout the shaft. The inner diameter of the guidezilla was measured to be within specifications. A .057¿ mandrel was inserted through the tip with no resistance. Microscopic examination revealed a partial separation in the collar/proximal shaft. Microscopic examination found no damage to the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID # 2134265-2015-04857, 2134265-2015-04858. Reportable based on analysis completed on 20aug2015. It was reported that during a percutaneous coronary intervention, difficulty advancing though the device and a shaft kink occurred. Vascular access was gained via a trans-radial approach. The 90% stenosed target lesion was located in the severely tortuous and mildly calcified right coronary artery (rca). After crossing a guidewire to the lesion, pre-dilatation was performed with a balloon catheter and the lesion was observed optical coherence tomography (oct). A 3.5x32mm promus premier was deployed with the aid of a guidezilla extension catheter. Then the physician attempted to deploy the 4.0x24mm promus premier at the proximal end of the lesion, but resistance was encountered at the transition of the guidezilla. When the physician tried to deploy the stent despite resistance, the physician noticed that the stent was not found based on the angiography image. The physician checked and found that the stent was caught at the transition part of guidezilla. The devices were removed outside the patient successfully and the physician confirmed that the stent had been dislodged from the catheter and the transition part of guidezilla was kinked. The devices were exchanged with another guidezilla and a 3.5x24mm promus premier. The procedure was restarted, but the transition part of guidezilla was kinked again. The physician did not notice the kink of guidezilla and attempted to deploy promus premier 3.5x24. Then promus premier 3.5x24mm was caught at the transition part of guidezilla and the stent was deformed. After that, tfi (trans-femoral intervention) approach was obtained. A guiding catheter was exchanged and a 3.5x23mm non-bsc stent was deployed and the procedure was completed. No patient complications were reported and the patient status is good. However, analysis revealed that the collar was fractured.